Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Pd therapy was ongoing. The definitive cause of the peritonitis was unknown. At the time of this report, the patient had not yet recovered from the peritonitis and was still in the hospital.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers h12f07040 and no exceptions were observed that were related to the reported condition.